Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that today the patient was ¿freezing to death or she was passing out¿. It was noted that the ins was working fine and helping the patient (implanted for bladder). The patient also reported that the ins constipated them today and was passing out from the constipation. They were on program 3 and then changed to program 4 (original program set up by the manufacturer¿s representative). Now the patient had diarrhea, was now ¿chilling, freezing to death from the diarrhea¿. The ins was on and the patient had tried changing the voltage. The patient was directed to follow up with their healthcare professional (hcp) for the issue (hcp was noted as being out of town at the time of report). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.